Event description:
It was reported that shortly after the implantable cardiac monitor was implanted it could not be interrogated. After a software download, normal function resumed. The device remained implanted.